Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while making punch to the upper part of stomach during laparoscopic gastric bypass, the surgeon was able to press the green button, but the device did not fire. They used another reload to complete the case. There was no patient injury.